Event description:
The complaint was received via medwatch MDR report # mw5162367 (attached) and involved a 7" (18 cm) appx 0.41 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, purple clamp, luer lock. The report stated: "bilateral IV sites went bad during operating room case. Dr. Identified this as an issue with the extension tubing and its connection to the IV hub coming undone causing the IV to "blow". Staff has noted that the 7" (18cm) appx 0.41 pressure infusion extension set may be coming undone with minimal manipulation of the IV line due to how thick the IV extension set is, causing it to rotate at the hub connection resulting in leaking or unintended disconnections. This resulted in the patient moving during the surgery and emergent need for additional IV access intraoperatively." There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.